Manufacturer narrative:
Evaluation summary. The investigation concluded that the returned insert was fully functional. Misalignment during impaction of the insert may have contributed to the inability to seat the insert. The root cause of the reported event is believed to be user related. The device manufacturing history record indicated no reported discrepancies. A review of the product experience reporting database indicated that there have been no other reported events regarding the reported lot code.

Event description:
It was reported that: "the polyethylene did not lock in properly. Surgeon used a different back up polyethylene insert and it locked into place."